Event description:
Pt had right total knee replacement on (B)(6) 2009. On or about (B)(6) 2011, pt felt a pop in his knee. Xray confirmed dislocation. Physician performed an exchange and placed a larger size #5. Discussions with the physician did not indicate a problem with the component. Physician felt the #4 component was stable but the #5 provided more stability.